Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 8th may 2017.during the investigation transistor q45 was measured and found to have failed. This had caused the interrupt line of the rtc to be dragged low despite not failing a self-test, resulting in a flashing red status led and failure chirp, as per the reported fault. Additionally, while the rtc interrupt line is low, the device would not perform auto self-tests. This behaviour was witnessed during investigation and would account for the missed self-tests in the device memory. After replacing transistor q45, the device was left in the humidity chamber at 50°c 95%rh for while performing self-tests for 5 days. The unit did not display any faults during or after this stress testing. Furthermore, the reported observation of no sound from the device could not be confirmed. No measurable fault was identified on the speech circuitry or speaker assembly, and the device issued all audio prompts throughout investigation, even under the stress of elevated temperature and humidity. It is therefore possible that this observation was in relation to the lack of a failure chirp while the green status led flashed. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be retained and replaced with a new hdf-3500.

Event description:
"An alarm is sounding with a red lamp. It turns green when the power is turned on, but there is no sound. There was no patient involved in this event.